Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to multiple faults including error m-02. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The problem was confirmed through multiple error events recorded in the system logs, including errors c-82, c-71, m-02, and c-83. A visual inspection did not reveal any issues directly related to the reported fault, but functional testing showed error m-02-3 upon startup. The internal log review also indicated errors m-02 and c-00. Upon visual inspection, the unit was found to have light scuffs and dents on the gray bezel. Additionally, scratches were present on the cover/housing, along with evidence of touch-up paint applied to the affected areas. The erbe will be sent to the original equipment manufacturer for further analysis. The complaint was confirmed based on failure analysis. The error m-02 points to a module timeout; therefore, the probable root cause is likely attributed to a component failure within the operation of the erbe.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe was experiencing faults, and the bipolar function was not working. The tse reviewed the logs and found multiple erbe faults. The tse instructed the user to perform both soft and hard power cycles on the erbe, but it continued to fault when used. The user the connected a covidien valley lab ft10 generator to complete the case. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.